Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n323671, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient was not receiving the relief that they had expected. The doctor decided to troubleshoot by injecting dye into the reservoir and running 9ml of dye through to evaluate the catheter. The doctor discovered a crack in the catheter. Following the procedure and aspiration of the catheter, the doctor primed the pump tubing and catheter volume and added a 10% therapeutic bolus. It was later reported that the patient experienced lack of pain control. The crack in the catheter appeared to be where the sutureless connector and the catheter came together, and also possibly a leak closer by the spine. No replacement or revision surgery had yet been scheduled. No further troubleshooting was performed. The patient was currently being managed with oral pain medications and was doing fine. The device system delivered hydromorphone 10mg/ml at 4mg/day. It was later reported that the patient had not been reaching efficacy despite dose increases. The issue had been occurring for approximately 1 month. The catheter dye study was performed on (B)(6) 2013 and it was found that the fracture/leak was at the spinal anchoring site. A revision was scheduled for (B)(6) 2013 and the catheter was to be replaced. The device system also delivered bupivacaine. It was later reported that the entire catheter was replaced. Following the revision, the dose was decreased from 4mg/day to 1mg/day. The doctor programmed a priming bolus of 0.251ml over 16 minutes to prime the new catheter. It was further reported that the patient had developed new pain approximately 6 months prior to the report. During the dye study dye was noted in the ¿cdf¿, some around the anchor point and some through the catheter tunnel track. The doctor was unable to determine where the drug was leaking from; however, the doctor had suspected a possible break at the anchor site from the initial implant. It was further reported that during the revision part of the old catheter was retained in the spine. It was later reported that the patient was doing well and the therapy was effective.